Event description:
End user reports replacement joystick is 2 weeks old, it will tilt the chair by itself, it will not stop when being tilted by the end user, and the chair will accelerate on its own. End user reports that she broke her finger when the chair unexpectedly ran her into the dog kennel. (B)(6).

Manufacturer narrative:
.